Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Subsequently, a minimum fill notification occurred. Reportedly, the customer had filled the cartridge with 200 units of insulin. Customer successfully cleared the notification after adding additional insulin into the cartridge. A supply change was performed resolving the fill tubing issue. Customer's blood glucose level was 113 mg/dl.